Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer daughter reported via phone call that they were hospitalized due to high blood glucose and blood glucose value of unknown. Patient's other blood glucose value was unknown. The customer was wearing the insulin pump during the hospitalization but pump was not working, and were in hospital for high blood glucose. Customer said the battery was dead and put a new battery noticed the keypad was not responding. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device was monitored for 6 days. No blank display anomaly or unexpected off no power alarm noted. Device had intermittent button response on the express bolus, esc, act, up arrow and down arrow buttons due to corroded keypad traces. No button error alarm noted. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker.